Event description:
Failure of short gamma nail and revision of same. Issue noticed 3 months post operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the nail to be the primary product. The remaining products were classified being associated products. No deviation found in material and manufacturing. Nail breakage was considered in the risk analysis. The calculated threshold was not exceeded. Investigation revealed no nonconformity; therefore no new CAPA was initiated. According to the damages and the evidences of the breakage surface the nail broke in a fatigue fracture after an implantation period of approx. 4 months due to overload. Lines of rest and missing plastic deformation indicated a fatigue fracture. Marks in a bearing point of the lag screw suggested hindered ability of lag screw sliding. Potential overlaying stresses may have contributed to the origin of the incipient crack. Found material damages in the bridges of the proximal drill hole most likely contributed to the nail breakage. Considering examination of returned items breakage of the nail was not caused by any deficiency in the device.

Event description:
Failure of short gamma nail and revision of same. Issue noticed 3 months post operation.